Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the locking line key plug of the video cable section contains foreign material, the outer tube and the charged coupled device unit were deformed or kinked and therefore the parts are not reassemble. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube and the charged coupled device unit was deformed or kinked and therefore the parts are not reassemble and charged coupled device unit was deformed or kinked and therefor the insertion pipe did not rotate. Regarding the reportable finding the locking line key plug of the video cable section contains foreign material, based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had distal end kinked. The issue occurred during inspection for use. There were no reports of patient harm.